Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the event refers to a transcatheter heart valve implantation within a previously implanted surgical valve. Intraproced ural fluoroscopic images were not provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient is reported to have a previously implanted 21mm non-medtronic surgical valve with an inner diameter measuring 16mm and evidence of possible pannus/thrombus in the surgical valve leaflets. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29 (lot: 0011978633); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: 92106995); product type: 0193-guidewire; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0012033775); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date 2025-01-29; explant date n/a product ID sensh1428w (lot: p2f24d0036); product type: 0199-introducer; implant date n/a; explant date n/a product ID atlas gold balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID 21 mm braile surgical valve (serial: unknown); product type: heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implanting the transcatheter aortic valve, valve-in-valve into a 21 mm non-medtronic (braile) surgical valve, a gradient of 19 mmhg was identified. During post-implant balloon dilation with a non-medtronic (atlas gold) balloon, the valve moved to the aorta when the balloon was inflated. A new transcatheter valve was subsequently implanted without complications using the inflation and fracture technique before implantation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was not performed. The initial implant depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodgement, the strategy for implanting the second valve changed. First, the surgical valve was fractured and then the 23 mm evolut was implanted with an acceptable gradient. The second valve was implanted at 4 mm on the ncc and 5 mm on the lcc. No post-implant balloon dilation of the second valve was required.